Event description:
It was reported that an unspecified number of bd plastipak¿ concentric luer lock syringes had silicone oil in them. The following information was provided by the initial reporter, translated from dutch: "we have noticed to the naked eye that we see some silicone oil in the 50ml luer lock syringes. More as before."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd plastipak¿ concentric luer lock syringes had silicone oil in them. The following information was provided by the initial reporter, translated from dutch: "we have noticed to the naked eye that we see some silicone oil in the 50ml luer lock syringes. More as before."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 13-sep-2023. H.6. Investigation summary: two samples were provided to our quality team for investigation. Through visual inspection, silicone is visible inside the syringe. A device history review was performed for reported lot 2209021, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2209021 found to be within specification. Testing was performed on the returned samples, all product met required specification, and no excess silicone was identified in any of the samples. While we could not identify a direct issue, the silicone noticed by customer may be due to a bad distribution of the material inside the barrel. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.